Manufacturer narrative:
The user experienced severe hyperglycemia with elevated ketones requiring hospitalization while on ilet therapy. Hyperglycemia with large ketones represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV therapy and insulin injections. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The user reported being ill with a viral infection for several days prior to the event and experiencing persistent hyperglycemia despite multiple supply changes with no reported infusion set issues. Based on available information, a device malfunction was not identified and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 07-mar-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 590 mg/dl, accompanied by large ketones, requiring hospitalization. The user was admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.